Event description:
During attempted intubation in the operating room, an lta 360 kit's catheter injector (lidocaine hci 4% topical solution for laryngotracheal anesthesia) broke in the trachea during administration of the local anesthesia. During direct laryngoscopy, approx 2.5 inches of catheter was identified in the trachea. Ent was contacted emergently and a rigid direct bronchoscopy was performed to retrieve the catheter.